Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remotely connected to the system and identified that the user did not have the required permissions to perform a cycle count on the machine. The item transaction history showed that the medication had been pulled; however, the customer reported that although the cubie opened, the medication was not present. The tss contacted the pharmacy representative to explain that the nurse required appropriate access permissions, and it was confirmed that an administrator would address the access update. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication, and the cubie was empty when opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.